Manufacturer narrative:
During troubleshoot via telephone with, the olympus technical support engineer was informed that only this camera head was having issues and all other camera heads worked fine when plugged into the same processor. The gold contacts were wiped down with prep pad and let air/dry. Plugging in ch-s400-xz-ea still brought up no image. It was noted the gold band that inserts into the processor showed some visible scraping damage towards the distal end. Subsequently, the device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image due to a faulty cable. Also, there are additional damages of a kink on cable, burn mark, deformation at the tip of the scope connector, and faded rear labeling. A device history review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. However, based on the results of the investigation, it is likely that the following led to the malfunction: to mitigate the risk/harm to the patient, the instructions for use provides the following: "if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the 4k autoclavable camera head has color bars when plugged into the camera control unit (otv-s400)/no image. The problem was found during an unspecified event. No patient involvement was reported.